Event description:
It was reported by service report that the scale is not working properly. No adverse consequences have been reported. No injury reported.

Event description:
The facility reported a colleague infusion device with a failure code 810:04. The event was reported to have occurred during programming / setup. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. On 4/29/2010, additional information was obtained by the customer: a baxter associate explained how to verify the air in line (ail) calibration. The customer stated that he found the (ail) calibration to be out of specification. He also stated that there was no evidence of moisture in the tubing channel. The software for this device is not known.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
Device will not be returned to baxter for evaluation. The device was repaired by the customer and sent back to the appropriate department. If additional information is received, a follow up MDR will be submitted. (B)(4).